Event description:
A (B)(6) result was observed by the customer on a patient's sample and considered discordant when compared to a (B)(6) result and the reactive results when repeated on an alternate hbsag test method. The physician indicated to the customer that the patient may be reactive for (B)(6). There was no known report of patient treatment being altered or adverse health consequences due to the (B)(6) result.

Manufacturer narrative:
The cause for the (B)(6) when compared to a reactive result and the reactive results repeated on an alternate hbsag test method is unknown. The customer did not observe any quality control issues. No conclusion can be drawn. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the (B)(6) results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." "It is recognized that the current methods for the detection of (B)(6) surface antigen may not detect all potentially infected individuals. A (B)(6) test result does not exclude the possibility of exposure to or infection with (B)(6). A test result in individuals with prior exposure to (B)(6) may be due to antigen levels below the detection limit of this assay or lack of antigen reactivity to the antibodies in this assay." The instrument is performing within specifications.